Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control will not request any patient identifying information to be in accordance with regulation (EU) of the european parliament and of the council.

Event description:
A customer contacted physio-control to report that their device's display went black and power-cycled multiple times during patient resuscitation. As a result, defibrillation therapy was not available to the patient. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed. The reported issue was verified. Stryker also observed that the device logged an error code which is associated with a failure of the device to defibrillate; however the issue could not be duplicated. After replacing the therapy pcb, power pcb assembly, battery cable assembly as a precautionary measure and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center (pac) further evaluated the removed parts and was unable to duplicate or verify the reported issue. The root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device's display went black and power-cycled multiple times during patient resuscitation. As a result, defibrillation therapy was not available to the patient. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.